Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition of the device label. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The rear label was replaced and the device passed all testing.

Event description:
It was reported that during testing the solis blue came back mislabeled as a gray, needs the label changed back to blue. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.